Manufacturer narrative:
(B) (4). The ge service rep found that the left hand monitor did not operate. He verified the video was being pushed to the monitor. He replaced the left hand monitor and verified calibration. The system functions as intended.

Event description:
The customer reported that the left monitor went blank but the right monitor worked. They were also getting an error code instructing them to turn the system off and contact support. No pt injury was reported.